Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the motor did not work. The cover was removed and the mount hooks were broken. The unit was dropped a couple of times. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.